Manufacturer narrative:
Device evaluation summary: the customer returned the pump motor assembly to medtronic for failure investigation. Visual inspection found black particulate inside one of the bearing chambers. The chamber cover was removed. Further inspection found the black particulate was coming from the motor and the motor was completely seized. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator shut down. Patient involvement information was not provided by the customer. The technical support engineer troubleshot the issue with the customer over the phone. The customer was advised to exchange the pump and verify the functionality. The customer informed medtronic that the pump motor assembly was replaced.